Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record showed the device had a manufacture date of 19 feb 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which did not confirm similar complaints with the same or related failure mode. The customer reported that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record showed the device had a manufacture date of 19feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer reported that there was no patient involvement